Manufacturer narrative:
(B)(4). Batch # m90l6a. The analysis results found that the er320 device was returned in good condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. No cross clips and no multiple feed incidents occurred upon evaluation. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device fired cross clips, did not perform safe and proper closing and fired multiple clips in one firing. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.